Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred and a missing marker band was noted. The lesion being treated was located in the right coronary artery. The physician advanced a 15mm x 3.00mm nc quantum apex otw balloon catheter to the target lesion. Upon dilating an unknown stent, the balloon ruptured. The device was successfully removed and it was noted that the distal radiopaque marker was missing and could not be seen. The procedure was completed. No complications were reported and the patient's status is fine.